Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer powered up with a system error; the mpu (main processor unit) printed circuit board assembly was found out of electrical specification. Analysis also found the system fan was noisy. Concomitant medical products: product ID: 229047 analyzer. (B)(4)

Event description:
It was reported there was a serious programmer issue with the black screen of death; occurred when booting up. The programmer was returned for repair. No patient complications have been reported as a result of this event.